Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 457445, implantable pacing lead, (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient was shocked inappropriately two times. It was also reported that the right ventricular (rv) and right atrial (ra) lead had oversensing due to electromagnetic interference and that the implantable cardioverter defibrillator (ICD)  had a sensing detection issue. It was noted that the patient was in a swimming pool against a metal bar when the incident occured. The ICD, ra and rv leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned, analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise and the unexpected delivery of a ventricular tachyarrhythmia therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.